Event description:
The customer reported that the system displayed collimator iris error messages. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found and repaired bent contacts and poor soldering. The system operates as intended.